Event description:
It was reported that the device became stuck with a guidewire. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device became stuck with a non-boston scientific guidewire. The catheter was pulled out with resistance and the device was completely removed from the patient. The procedure was completed with another of same device. No patient injury occurred.